Manufacturer narrative:
Date of event is estimated.

Event description:
It was confirmed via x-ray that the patient's lead migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was revised. Therapy was restored post procedure.

Event description:
Additional information was received that the leads were not repositioned, revised, nor replaced during surgical intervention on (B)(6) 2024 because the patient had effective therapy. Investigation was unable to determine which lead migrated.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000080292 d4 correction: the serial number, lot number, expiration date, and primary UDI number were updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.